Manufacturer narrative:
(B)(4). Date of birth: 1951. Concomitant medical products: 00151505444, liner and shell with plastic barrier 44 mm, 62674965, 00877704401, bioloxâ® option head, 2758129. Report source, foreign - the event occurred in the (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient's bone fractured during the primary implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint is confirmed based on the surgical notes that were provided. X-rays review shows that cerclage cable are used around the lesser trochanter, however, could not identify any fracture. Device history records were reviewed and identified no deviations/anomalies that would have an effect on this event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's femoral bone fractured during the primary implantation of the stem. Cerelage cables were used to address the fracture. Attempts have been made and no additional information on the reported event is available.